Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that no insulation break or any type of lead body damage was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds. When the lead was sutured down and connected to the device the lead threshold increased and sensing dropped. The physician noted a "crimp" in the lead where suture sleeve was. The lead was removed and replaced. No patient complications have been reported as a result of this event.